Manufacturer narrative:
Concomitant medical products: 507645 lead, implanted:(B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt as though their heart rate was 'racing' and has been elevated more than normal over the past few weeks. Additionally, it was stated that the patient's heart rate had been around 67, which is below the programmed lower rate. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.